Event description:
Philips received a complaint from the customer reporting the v60 ventilator intermittently fails to boot on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) confirmed the reported issue. The rse attributed the issue to a 35 volt power malfunction which is addressed in a field change order service activity. Per fco, v60/v60 plus ventilators that fail under certain circumstances may lead to ventilator loss of function without an alarm and the patient will no longer receive respiratory assistance. Philips respironics has identified this is due to an electrical circuit issue on the power management (pm) printed circuit board assembly (pcba) and under certain conditions causes loss of function without alarms. To address the loss of function without alarm, this fco deploys the technical solution that replaces the pm pcba in all v60/v60 plus ventilators. The rse arranged fco implementation to resolve this issue. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and replaced the power management (pm) printed circuit board assembly (pcba). The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.